Manufacturer narrative:
Imaging and evaluation of the ten removed and returned locking caps showed that nine of these met dimensional criteria, while one showed signs of noticeable damage. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was completely due to creo locking caps loosening post-operatively.

Manufacturer narrative:
Evaluation of the two returned devices showed normal wear and tear due to expected use. There is no visual damage to the threads that would indicate cross-threading or improper assembly of the locking caps. An exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision surgery was completed to replace creo mis tulips due to creo locking caps loosening post-operatively in japan.